Event description:
It was reported that the device went into backup mode when attempting to perform a cyber security upgrade. There was no patient involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed hardware reset from telemetry interruption which resulted in the reported issue on backup operation. The cause of the telemetry interruption is consistent with anomalies associated with firmware upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).